Event description:
A us distributor reported that a patient's electrode belt cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was due to the electrode belt¿s trunk cable, ECG ¿c¿, and ECG ¿d¿ cables being cut off, damaging wires in the cable and being unable to run a fall off test. The root cause for cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.